Manufacturer narrative:
Manufacturer's investigation conclusion: the device will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. C is currently available. Although no device related issues were reported by the account, the IFU lists adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient underwent a routine transplant.

Event description:
It was reported that the patient underwent transplant.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.